Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. (B)(4).

Event description:
A physician reported after an intraocular implant procedure the intraocular lens (iol) was explanted in a secondary procedure. The patient experienced blurry vision due to refractive error. Additional information has been requested.